Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please clarify if the needle broke into separate pieces or if the entire needle separated from the suture? Entire needle separated from the suture.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2021 and suture was used. During the procedure, one side of the needle fell off during stitching and the suture knots easily. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to FDA: 06/10/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3 analysis summary: product was returned to ethicon inc for evaluation. Visual analysis of the returned sample determined that an opened sample of product code m8702 was received for evaluation. Visual analysis of the returned sample revealed that the swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strand and no defects or damage were observed. A functional test was performed using an instron and the pull force was above the minimum requirements. The device performed without any defect noted and the actual complaint sample was not returned for analysis. A manufacturing record evaluation was performed for the finished device batch qlbdrk, m870256 and no non-conformances were identified. H6 component code: device from same lot/batch returned from user.